Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ECG was not working. There was no reported patient involvement or patient impact.